Event description:
Paramedics responded to a person described as in cardiac distress. The pt was connected to the device with ECG electrodes and diagnosed as in atrial flutter. Disposable defibrillation electrodes were connected to the pt for synchronized cardioversion and the "sync" button pressed. According to the rptr, the device would not enter the "sync" mode. A backup defibrillator/monitor at the scene was immediately called for and used. The pt's rhythm was converted and the pt was resuscitated and transported to the hosptial.